Event description:
Philips received a complaint by the customer on the v60 indicating during set up of the device, it was observed that the data acquisition (da)-motor controller (mc) cable was 2nd generation and in pneumatics the 35v, 12v, and 5v readings were all out of specifications. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised customer to try replacing the da-mc cable first then the power management (pm) printed circuit board assembly (pcba) if problem persists, if still not working replace the motor controller pcba, provided part ID for the cable, da pcba to mc pcba (2nd generation). This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 27may2025, 03jun2025, 16jun2025 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.